Manufacturer narrative:
Calibration performed on (B)(6) 2012 was acceptable. Qc was reviewed from (B)(6) 2012; one 3sd high on low qc was noted on (B)(6) 2012. The system check from (B)(6) 2012 met specifications. Customer reported wash valve and pump motion errors, and the customer cleaned wash valve with assistance from cts. A field service engineer (fse) was dispatched for this event. The fse checked pipettor and incubator belt alignments, and ultrasonic voltage. The fse performed high sensitivity system check and obtained acceptable results. The fse verified instrument and results meet published performance specifications. The exact cause of the event is unknown. Patient 2: age: (B)(6) years, gender: f. Patient 3: age: (B)(6) years, gender: f. The below MDR is being reported for the event on different analysis at this customer site: 2122870-2012-00753.

Event description:
A customer contacted beckman coulter inc (bec) and reported the synchron lxi 725 clinical system generated erroneously elevated troponin (accutni) results for three (3) patient samples. Patient one (1) sample was repeated on this instrument after customer performed maintenance per customer technical support (cts) trouble shooting suggestions, and the repeated accutni result was within the normal reference range. Customer re-tested all 3 patient samples on an alternate analyzer, and results obtained were within the normal reference range. The erroneous results were not reported out of the laboratory. There was no death or injury associated with this event and patient treatment was not impacted.